Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an elective surgery to explant their cervical scs system. Prior to the procedure, patient's lumbar ipg was placed in surgery mode. However, after the procedure, patient's lumbar ipg was unable to communicate with external devices. Troubleshooting was attempted, but the ipg was unable to be recovered. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.